Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by MFR.: promus element plus, mr, ous 2.75 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found the stent was damaged on the most proximal row stent strut, a stent strut was lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 06may2020. It was reported that advancing difficulties were encountered. The target lesion was located in the tortous and calcified right coronary artery. Following pre-dilatation, a 2.75x38mm promus element plus drug-eluting stent was advanced for treatment. However, the device could not reach the lesion after several attempts. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.